Manufacturer narrative:
Product not returned to manufacturer. Attempts were made for product return, no mention from the reporter was made about the cervical cage. No reference or lot number were provided which prevent from reviewing the device history records and traceability to find if there is a deviation or non conformance to specifications or procedures that might have impacted this issue. Attempts have been made and no further information on this complaint has been provided. According to the provided informations, root cause can not be determined. If additional informations were received that may help to drawn a conclusion for this investigation another report will be sent. We keep track and trend this type of issue.

Event description:
Roi-c: revision for unknown reason. Information was reported about a surgery "chisel got damaged during removal of a cervical cage" this information was reported with instrument reference only. This information treated about two events: the instrument damaged (treated on another complaint) and the revision (treated on this complaint). Information was requested about the revision reason, the lot and reference of the cage, but no answer was received. No informations about the product return. No examination of the product was performed.